Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. This report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included in this report. The device in question associated with this incident was not returned to merit medical for analysis; therefore, a comprehensive investigation could not be performed and the complaint could not be confirmed and the root cause could not be determined. The reported packaging lot for this item number had the assembly/ accessory/component devices packaged in it: biosentry adaptor. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications, i.e. No ncr associated with reported failure mode. Nonconformances of this nature are monitored by the operation team.

Event description:
It was reported that the plug tip is closed or very tight so the plug can not come out. No patient harm reported.